Event description:
It was reported that bd alaris smartsite pump infusion set was kinked the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing was visibly crooked and lot of air in the tubing.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and all the air was expelled from the set. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.